Manufacturer narrative:
The event occurred in (B)(6) but was reported by the u.s site.

Event description:
Information was received indicating that the cadd administration set leaked was found leaking during infusion. The leak was noticed from the stinging cap of the "y". The number of units involved were not specified. There was no reported injury to the patient.